Event description:
A nurse reported that an ophthalmic scissors noted faulty and not closing during a vitrectomy procedure. The procedure was completed by using a different scissors. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot number was identified with this complaint. Therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed, prior to product release. The sample is received with inner blister, outer blister and without cover foil. The sample shows no macroscopic signs of damage. The sample shows no signs of surgery residues. And is returned in a opened status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed, that the scissors get stuck in a closed status. The scissors only can get open again by pushing the shaft manually down. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customers complaint is confirmed. It cannot be determined, how or where the damage to the sample occurred. Therefore, a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur, due to improper handling. The manufacturer internal reference number is: (B)(4).